Event description:
It was reported by service report that the power cord was missing its ground prong. It is unk if there was pt involvement or adverse consequence to report.

Manufacturer narrative:
Result: power cord plug missing ground prong.